Event description:
Caller states the pt tested 6.3 inr on the coaguchek xs system and 4.3 inr on a comparison lab. Pt's coumadin dose was held based on meter result, but resumed immediately after the lab value was obtained. No adverse event reported. Requested return of suspect device and replacement was sent.